Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after hemorrhoidectomy with morgan milligan technique procedure, the patient had a hemorrhage. Everything did fine during procedure but complications arrived two days after. The patient had tenesmus with red blood exteriorization or a rectal pain, cramping and rectal bleeding. A lot of blood was lost but was not determined how much exactly. Transfusion was not necessary and no surgical or medical intervention needed. Patient was fine now.